Manufacturer narrative:
Although this device is not marketed in us, a similar device with part# 9393007, UDI# (B)(4) and 510k# k094025 is available to be sold in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis:spinal deformity procedure: transverse lumbar fusion(tlif) with the implant inserted at the 15 degree angle level : l4-l5 it was reported that during surgery, the tip of the implant broke off and the larger portion of the implant remained in patient in a mid line and anterior position between l4-l5. No patient complications were reported as a result of this event.